Event description:
The device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center it was found that the circuit board had shorted-out. Additionally, other issues found included: sieve beds low o2, manifold assy contamination; o2 side assembly contamination and the shipping box was damaged.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.